Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a no delivery alarm. Customer stated they have applied a new infusion set, but the alarm persisted. The customer's blood glucose was over 600 mg/dl. Troubleshooting found insulin was able to exit with a push plunger. It was also found the insulin pump alarmed no delivery with a manual prime. The customer was advised their insulin pump was working as designed. Customer was also advised to treat their blood glucose. Customer stated they were able to receive a 8.1 unit bolus. The insulin pump will not be returned for analysis.